Event description:
During an investigation for increase in seizure activity (reported in medwatch # 1644487-2008-01545), the physician reported to manufacturer that the vns pt had passed away. The physician did not attribute the increase in seizure activity to vns; rather the seizures were related to the patients' pulmonary disease progression. The physician does not believe that an autopsy was performed and the vns device was not removed following the event. The pt had progressive pulmonary disease. No specific cause of death was reported. No diagnostic tests were available to confirm proper device function. The physician's assessment on the relationship of the pt death to vns is not known. Attempts to obtain additional info are underway.